Manufacturer narrative:
Age at time of event:(B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, totally occluded target lesion was located in a shunt in the severely calcified and moderately tortuous vessel. A 7.0x40mm, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres for 18 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
A mustang balloon dilation catheter was received for analysis. A longitudinal balloon tear was identified 2mm distal to the proximal balloon bond and extended 24mm distally along the balloon material . No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, totally occluded target lesion was located in a shunt in the severely calcified and moderately tortuous vessel. A 7.0x40mm, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres for 18 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.